Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. (B)(4). Bard mesh monofilament polypropylene implanted on (B)(6) 2008, bard sheet mesh implanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).